Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. The device displayed end of life with a 28.9 charge time. It had been implanted 38.6 months.